Event description:
Exam table has a step at one end that pulls out from table. It is used to assist pts in stepping up to the table. When an obese pt (over 300 lbs) stood on the step, it collapsed, causing the pt to fall. Next day the pt complained of stiff back, right arm and hand falling asleep, and pain in lower back. The table has been repaired and all similar tables in the clinic have had preventative repairs to steps.